Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed 3 active ECG analyses that occurred during the event. All three resulted in no shock advised determination. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. The customer's report was unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.